Event description:
It was reported that while preparing the suture prior to patient incision, the needle detached from the suture. Five different sutures from the same package were found to be broken. When the same suture from another package with the same lot number was used, the needle remained attached to the suture. There was no patient involved.

Manufacturer narrative:
D10 concomitant products: cl-802, cl-802 polysorb* 0 vio 75cm gs24 x36, (lot# a5b1365y) cl-802, cl-802 polysorb* 0 vio 75cm gs24 x36, (lot# a5b1365y) cl-802, cl-802 polysorb* 0 vio 75cm gs24 x36, (lot# a5b1365y) cl-802, cl-802 polysorb* 0 vio 75cm gs24 x36, (lot# a5b1365y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: a1 additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. One sample opened by the account with the appropriate pack aging and thirty one sealed representative samples were returned for evaluation. For functional testing of the representative samples, the load force at the point of detachment was measured and were found to meet their mean and individual specifications. It was reported that while preparing the suture prior to patient incision, the needle detached from the suture. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.